Event description:
According to the distributor's report, a parent reported that while applying the adhesive to close a laceration above the eye, the nurse contacted the pt's eyelids with the residual glue on her glove and glued the eye shut. The nurse applied petrolium jelly and rubbed the eye to loosen the device. The pt's mother stated that the hospital staff did not take any of the precautions to cover the eye during the application. While rubbing the petrolium jelly on the eye, they opened the wound, so they sutured the wound closed. The hospital reported that the nurse was holding the eye closed with her gloved hand. After application, the glove was stuck to the pt. The workers removed the glue from the eyelashes. The pt left the hospital able to blink and had no damage to the eye. There were no serious injuries or consequences reported.